Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported through the filing of a lawsuit, that allegedly the patient received a trident ceramic acetabular system. It is alleged "since the implantation of the device, the patient has experienced significant clicking, squeaking, pain and discomfort in the area of her device." It is further alleged that as a result of the implantation of the device, the patient required a revision surgery on her left hip on (B)(6) 2011.